Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with a concern for thrombus. Laboratory test results on (B)(6) 2018 showed a lactate dehydrogenase level of 762 u/l before dropping to 645 u/l on (B)(6) 2018, a log file submitted to the manufacturer's technical services for analysis confirmed transient elevations in pump power and estimated flow. Additional information was requested but was not provided.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported thrombus concern could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.